Event description:
It was reported that the external pulse generator had a broken battery drawer. The generator was returned for service. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Battery drawer cover is broken off. Battery contacts are compressed.